Manufacturer narrative:
H.6. Update: the previously applied device code a1601 is no longer appliable. The h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer via a company representative. The company representative got a patient call. After reprogramming on (B)(6) 2026, the pump¿s non-critical alarm was quiet. But at the weekend, the non-critical alarm came back every hour despite the non-critical alarm having been set on every 6 hours. The patient was to wait for a new pump refill that was to occur in approximately 3 weeks and nothing was planned before. However, additional information was received later from the company representative. It was further reported that the patient¿s pump had critical alarm now every 10 minutes. They had a meeting on (B)(6) 2026 with the doctor and patient. They heard the critical alarm but it was caused by an explanted pump which was near the patient whom was in the wheelchair. The company representative de-activated the explanted pump with technical service. No critical alarm was then heard. It was indicated that as such, it was clear that it was not the implanted pump that had a problem. The serial number of the currently implanted pump was clarified. This case had been closed, and it was indicated there was no further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that a non-critical pump alarm occurred; however, the physician read out the pump and no alarms were active. Factors that may have led or contributed to the issue were unknown. The company representative had visited the hospital on (B)(6) 2026 and performed a software app update, communicator update, and patient data update. The patient's device was programmed with the new version of the software application. It was unknown if the issue was resolved as of (B)(6) 2026. No surgical intervention was performed or planned. The patient was without injury regarding their status as of (B)(6) 2026. The patient's medical history, gender, and age at the time of the event were unknown or would not be made available.